Manufacturer narrative:
Failure analysis noted the up arrow button did not respond due to corroded keypad trace. There was no scrolling numbers display anomaly noted, and no moisture damage on electronics noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer stated the numbers on their keypad were scrolling. Customer's blood glucose was unknown. The customer did state the insulin pump was exposed to moisture, condensation inside the screen. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.